Manufacturer narrative:
Based on the claim against the product by the customer noting non-intuitive motion on the instrument, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc (isi) technical support engineer (tse) was contacted for troubleshooting assistance. The tse reviewed the logs and confirmed no related errors occurred. The tse advised the customer to troubleshoot and retest the instrument into another psm arm; however, customer declined. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause of the alleged unintuitive motion cannot be determined based on the information provided and phone support details. The customer used a backup instrument to continue. The phone support details did not reveal any issues related to the customer reported event. This complaint is considered as a reportable malfunction due to the following conclusion: it was alleged that the large needle driver instrument moved with unintuitive motion. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal prostatectomy w/o lymphadenectomy surgical procedure, non-intuitive motion was alleged on the large needle driver instrument. The customer received phone assistance from the technical support engineer (tse). Upon verification, the customer indicated that they were unsure which patient side manipulator (psm) arm the instrument was installed into. There were no related errors/faults found in the system logs upon review. The customer replaced the instrument with a backup. The customer was advised to check the instrument on another psm, but the customer refused to troubleshoot further. The user continued with the procedure with no further issue. No known impact or patient consequence was reported.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with a nurse and obtained the following additional information: the surgeon's head was inside the surgeon side console¿s (ssc) high resolution stereo viewer (hrsv). The issue occurred while the surgeon was attempting to manipulate the instruments from the ssc. The instrument was able to move, but had some discomfort when moving. The movements of the surgeon scaled appropriately to the instrument and moved in the intended direction. Inappropriate movement was not reported. There was 'probably' no external collision that happened. The instrument was removed and visually inspected when the issue occurred. The customer replaced the instrument with a backup to continue. The drape is not available for return and has been discarded. There was no injury to the patient as a result of the event.